Manufacturer narrative:
Complaint conclusion: a smart control 7mm x 80mm 120cm self-expanding stent (ses) was implanted together with a 7mm x 40mm non-cordis coated stent; the stent was fracture-separated into two pieces when re-checked. The fracture was treated by re-implantation of a new 7mm smart stent inside the previous stents. The patient had initially undergone a transjugular intrahepatic porto-systemic shunt (tipss) surgery due to liver cirrhosis. The total length of the stented segment was 80mm. There were two different stents initially placed. The stents had overlap with each other and there was partial migration of the separated segment. The stent fracture was not associated with any negative consequences. However, there was little thrombosis and partial flow limitation was noted. The current status of the patient is great. One image was provided to support this reported event. The image shows a fractured stent. No product was received for analysis. The picture attached is an x ray image where a segment of one of the stents inside of the patient is observed fractured. It is not possible to know for sure whether the stent seen fractured is a cordis product. No other details of the product can be noticed at the attached pictures. A product history record (phr) review of lot 17762809 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent ¿ fractured separated in patient¿ was not confirmed. A stent fracture condition inside the patient is observed on the attached x ray image. However, with only the analysis of the photo, it is not possible to know if the fractured stent is a cordis product. The root cause of this condition could not be conclusively determined during the analysis of the received picture. Therefore, it is not possible to establish whether it is related to the manufacturing process of the product or even if it is a cordis product. According to the warnings/precautions in the safety information in the instructions for use ¿fractures of this stent may occur. Fractures may also occur with the use of multiple overlapping stents. In the s.m.a.r.t stent, they have been reported most often in clinical uses for which the safety and effectiveness have not been established. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture.¿ although the picture analysis suggests that the fracture of the stent is confirmed, it is not possible to know if the fractured stent is a cordis product. No corrective or preventive actions will be taken at this time until the product is received to proceed with a complete evaluation. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7 x 80 120cm smart control self-expanding stent (ses) was implanted together with a 7*40mm non-cordis coated stent; the stent was fracture-separated into two pieces when re-checked. The fracture was treated by re-implantation of a new 7mm smart stent inside the previous stents. The patient had initially undergone a transjugular intrahepatic porto-systemic shunt (tipss) surgery due to liver cirrhosis. The total length of the stented segment was 80mm. There were two different stents initially placed. The stents had overlap with each other and there was partial migration of the separated segment. The stent fracture was not associated with any negative consequences. However, there was little thrombosis and partial flow limitation was noted. The current status of the patient is great. One image was provided to support this reported event. The image shows a fractured stent. There were no other procedural cd available for review. The device will not be returned since the device was still implanted to the patient. As per image review, one image was provided to support this reported event. The image shows a fractured stent.